Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a bladder infection and saw the hcp 2 weeks ago for the bladder infection. The patient came in to recheck their bladder infection sometime this week. The patient also felt one or both of their devices were not working. It was noted that the issue started 3-4 weeks ago and it was sudden. No patient symptoms were reported. No further complications were reported/anticipated.